Manufacturer narrative:
H3: product analysis part# 6440530; lot# 0799025w- visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The break off portion is still attached and the female torx of the screw has not been damaged. This type of damage is consistent with misalignment of the set screw threads during construct assembly. H6: update eval. Code method and eval. Code result post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a screw nut used for a mis tlif surgery, lumbar 4-5 interbody fusion. It was reported that during the operation, the screw nut could not be locked, and after taking it out, it was found to be slipped and could not be used. When the patient underwent the voyager spinal internal fixation system surgery, the operation went smoothly after the replacement of the new product. The patient was under anesthesia and the screw nut was replaced during the surgery, and the surgery was successfully completed. There were no patient symptoms or complications as a result of the event. The product came in contact with the patient. The pre-op diagnosis was lumbar spondylolisthesis with spinal stenosis. The date of implant and explant was (B)(6) 2021. The screw could not be implanted again. There was no additional surgery or treatment/ delay in overall procedure time/ revision surgery/ hospitalization necessary as a result of this event. The product was replaced by a medtronic product. No further complications were reported/ anticipated.